Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the ampulla of vater during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, a trapezoid basket was used in an attempt to crush a stone. However, the handle cannula broke. A soehendra lithotripter was then used to remove the basket from patient. The procedure was completed with another trapezoid basket. No patient complications were reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: device code 1069 captures the reportable event of handle cannula break. Block h10: only the handle and coil assembly was returned. The pull wire, including the handle cannula and basket wire, was not returned. No damage or defects were found on the portion returned. The distal and proximal screw depth are within specification. Based on all available information, it is most likely that procedural or anatomical factors encountered could have affected the device's performance and integrity. Patient anatomy and user maneuvering to reach the intended locations can add more resistance when actuating the handle. Although the pull wire (including the handle cannula and basket wire) was not returned for analysis, there is enough evidence such as the information available and the device portion returned to consider that there was a problem with the device during the procedure. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the ampulla of vater during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, a trapezoid basket was used in an attempt to crush a stone. However, the handle cannula broke. A soehendra lithotripter was then used to remove the basket from patient. The procedure was completed with another trapezoid basket. No patient complications were reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.